Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial/ batch: (B)(6).

Event description:
It was reported that the patients implantable pulse generator (ipg) was flipping underneath the skin and not allowing a connection making it difficult to charge. Upon the revision procedure it was noted that the spinal cord stimulation (scs) leads were coiled and caused a lead fracture. The leads were replaced and the ipg remains implanted. The patient was doing well postoperatively. The explanted leads will not be return as it was retained at the facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was flipping underneath the skin and not allowing a connection with the charger. The patient also said the ipg site was tender. The patient underwent a revision procedure, and during the revision procedure it was noted that the spinal cord stimulation (scs) leads were coiled and were fractured. The leads were replaced and the ipg was repositioned within the pocket site. The patient was doing well postoperatively and is able to charge the ipg. The explanted leads will not be returned as they were retained by the medical facility and the ipg remains implanted.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7085616/7080805.